Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set was leaking a solution of paclitaxel from the filter. The leak occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.